Event description:
On (B) (6) 2010, patient reported she began experiencing elevated blood glucose readings about an hour after she received a cortisone shot. Patient stated her readings have been between 400-500 mg/dl. Patient's normal blood glucose range is 50-200 mg/dl. Patient reported she has been increasing her basal delivery rate to 200% and adding an extra 2 units of insulin when bolusing. Patient stated the infusion device has not given any error messages. Advised patient on using partial cartridges. Patient reported she does not allow insulin to reach room temperature. Had patient disconnect at the infusion site and bolus 3 units of insulin into the air; she did not see insulin emerge from the tip of the infusion tubing and the memory did show the 3 unit bolus was delivered. Advised she monitor her readings. One follow up call to patient on (B) (6) 2010, patient reported she is convinced her infusion device is working correctly. Patient stated she is going to speak with her physician about her elevated readings. Troubleshooting did not find any product issues. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.